Event description:
It was reported by the customer through emergency support program, that the sensation plus 50cc had artifact on the fo ap waveform. Nurse states it has been an excellent waveform until about 30 minutes prior to the call. Several shared images show the artifact which affects the indices reported on the pump screen aspiration and flushing of the inner lumen, while in standby slightly improve the waveform. But it is still greatly affected.the fluid filled inner lumen is connected to a pressurized flush bag and transducer and esp personnel direct nurse to connect to the pump. This waveform is clean and crisp, and several shared images show appropriate reporting of indices on the pump. Esp personnel flushed the inner lumen again in standby to verify patency. Reconnected the fo ap and it continues to have artifact on the waveform. Esp personnel directed nurse to dc. The fo ap and maintained use of the transduced inner lumen ap. Nurse is appreciative of the assistance today and gives the necessary information to return the iab catheter to getinge for inspection, and product surveillance. Nurse states there is no harm to the patient due to this issue. Nurse also asks to review the differences between the aps of the iabp vs bedside vs cuff pressures. Esp personnel reviewed them in general and asked if she would like the ¿numbers game¿ documents, from showpad to view and share with her colleagues. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Medi due to characterization limit e1 initial reporter: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
. Corrected fields: d9, d10, h3, h6 (type of investigation), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was observed on the catheter tubing and inner lumen near the y fitting approximately 76.5cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot of history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. Corrected fields: d9, h3. The intra aortic balloon catheter was returned with the membrane completely unfolded blood present on the exterior of the catheter and between the catheter and sheath and a kink noted near the inner lumen close to the y fitting. Nurse reported new artifact on the fiber optic arterial pressure waveform which had previously been functioning well. Aspiration and flushing of the inner lumen slightly improved the waveform but artifact persisted on the fiber optic signal. When the transduced inner lumen arterial pressure was connected to the pump the waveform was clean and accurate confirming the issue was isolated to the fiber optic signal. The fiber optic arterial pressure was discontinued and therapy continued using the transduced inner lumen with no patient harm reported. Necessary information was collected to return the catheter for inspection and educational materials were shared with the staff regarding pressure waveform interpretation.

Event description:
N/a.